Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 14 of 14 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 & 2016-01939 / 01940). Not returned by attorney.

Event description:
Patient's legal counsel reported patient was revised approximately eleven months post-implantation due to draining fistula in the right thigh, metallosis, and painful distal femur secondary to fractured distal locking prosthetic screw. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted removal of a loosened screw, evidence of metallosis between the loosened screw and plate, removal of loosened cerclage wire, a fractured screw and widening of the distal femur.